Manufacturer narrative:
Data acquisition (da) to motor controller (mc) cable assembly was the only part that returned to failure investigator (fi) lab for evaluation. Since this is a known issue; no further investigation is required. Root cause investigations are on-going, which involve the da-to-mc pcba cable and the cable and/or pcba interfaces. A risk assessment that is specific to this CAPA (B)(4) is in progress.

Event description:
Customer reported that the unit has multiple error code messages. The customer reported there was no patient involvement.